Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed

Event description:
It was reported that the pump touch screen display had black lines through it and was difficult to see graphics. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.